Event description:
It was reported that during lead revision (related manufacturer reference numbers: 3006705815-2022-14622; 3006705815-2022-14623) to implant a new paddle lead, the neuromonitoring numbers dropped below baseline in the patient's right leg. As a result, the procedure was aborted and the system was explanted to address the issue. Patient is stable post-procedure, reportedly.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.